Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.5-3.5. All comparisons done between 1 and 4 hours of each other.

Manufacturer narrative:
Investigation pending.